Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that for several days the patient had appeared to be oversedated. It was noted that the patient has had to be placed on a narcan drip on a few occasions. The hcp wanted the pump to be turned down. No further complications have been reported as a result of this event.